Event description:
Patient's representative reported, capsular contracture - baker grade IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding explanting information and return of the device has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally reported "rupture is not visualized, but peri-implant secretion is visualized - bilaterally and a thickened capsule with contracture IV degree of the right breast¿ ¿complaints of chest pain, discomfort¿, ¿multiple painful formations in the breast ¿ bilaterally¿, ¿lipomatosis of the breast¿, ¿material from a fibrous capsule with foreign-body granulomas¿, ¿peri-implant secretion is visualized ¿ bilaterally".

Manufacturer narrative:
The event of granuloma and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.